Manufacturer narrative:
Date of initial report: 02/11/2008. The device has been received and when the investigation is complete, a follow-up report will be submitted.

Event description:
The report stated that the device is not shutting off when the button is released, as it should. There was no injury to surgeon or pt.